Event description:
The physician was using complete se peripheral stents for treatment of a lesion in the profunda. During stent deployment the stents jumped forward and deployed in an undesired location. An additional complete se stent was deployed to treat the target lesion. There was no patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: (limited information available, device not available for evaluation).